Manufacturer narrative:
The field service representative (fsr) inspected the instrument and an air bubble in the yellowish peristaltic pump tubing (ppt) was found. The fsr replaced the ppt, piston pump, and wbc mixing pot which resolved the issue. Return testing was not completed as returns were not available. A review of tracking and trending for the cell-dyn sapphire did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the cell-dyn sapphire analyzer for serial (B)(6) was identified. Correction: upon review, found incorrect response to section d8 - was device serviced by third party - initial answer: ni was inadvertently sent in previous submission. The response will be corrected and sent in this submission.

Event description:
The customer observed falsely decreased wbc results for multiple patient samples when running on the cell dyn sapphire. The customer provided data for one patient: on (B)(6) 2023: sid (B)(6) was a first draw that generated wbc result of 0.142 x 10e3/ul which was reported to the medical provider. Sid (B)(6) was a redraw from same patient that generated normal wbc result of 11.1 x 10e3/ul customer reran the first sample sid (B)(6) which generated a normal wbc result of 10.6 x10e3/ul there was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) and (B)(6) (2 different samples for the same patient). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section g1 contact information was updated to reflect the current contact (B)(6) deu.

Event description:
The customer observed falsely decreased wbc results for multiple patient samples when running on the cell dyn sapphire. The customer provided data for one patient: on (B)(6) 2023: sid (B)(6) was a first draw that generated wbc result of 0.142 x 10e3/ul which was reported to the medical provider. Sid (B)(6) was a redraw from same patient that generated normal wbc result of 11.1 x 10e3/ul. Customer reran the first sample sid (B)(6) which generated a normal wbc result of 10.6 x10e3/ul there was no impact to patient management reported.